Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on electronic assembly. Analysis was unable to verify critical pump error or perform functional testings due to blank display. The insulin pump was received with moisture damage on motor assembly, missing battery cap contact, cracked case along the side of the battery tube, minor scratched lcd window and cracked select button keypad overlay.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's spouse reported via phone call that the device had a blank display and alarmed critical insulin pump error alarm. Customer's blood glucose was unknown. Customer's spouse was advised to discontinue use of the device and revert to a back-up plan per health care professionals¿ instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.